Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after experiencing syncope. Emergency medical services reported heartbeats in "in the 30's" when they were dispatched to the patient's place of work but the emergency room physician noted that the recorded rhythm strips from the hospital showed that the device was pacing as expected at around 40 beats per minute. A device check through merlinondemand indicated the device was operating as normal. The physician¿s plan was to contact the patient¿s cardiologist. No further information was available.